Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The pt was treated during a sinus rhythm with noise and artifact at 13:52:35. The post-shock rhythm was a sinus rhythm. It was reported that the pt was pumping gas at the time of the event. She did not hear the alarms and was treated. The response buttons were not pressed during the entire event. The pt was admitted to the hosp and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was admitted to the hosp and continued to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - ( initial use); electrode belt sn (B)(4) - 01/2014 ( initial use). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.